Event description:
It was reported that a cartridge change error occurred. There was no adverse impact on the customer's blood glucose level. System check was performed with technical support, no alerts or alarms were detected in the pump¿s history, the cartridge was successfully loaded, and a bolus of 5 units was administered. Customer reverted to an alternate method of insulin therapy.